Manufacturer narrative:
This incident was originally reported to the FDA under registration number (B)(4) & report number 1017294-2020-00298. During processing of the record, it was determined the registration number used should be (B)(4). This report includes the original information submitted as well as additional information regarding investigation and evaluation of the incident. No date of event is listed as it is unknown when the genesys matryx screw actually migrated. The date of revision surgery was (B)(6) 2020. Please note that although the date of the original surgery was (B)(6) 2019, the broken guidewire was not noticed at that time and is listed only as a concomitant device on this report. The device in question will not be returned for evaluation; however, provided photographs display a metal fragment and a genesys matryx screw with a missing tip. Although the reported failure could be verified, a root cause could not be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU the user is also advised that improper insertion technique may cause breakage of the screw and/or driver or premature failure. The genesys matryx screws should only be used with the designated surgical instruments as outlined in table 1 of the IFU. It is important that the screw is inserted with the guidewire and appropriate sized driver. Full insertion of the driver within the lumen of the genesys matryx screw is mandatory for proper screw delivery. Care must be taken to line up the lobes of the driver with the slots in the screw. Failure to ensure full engagement may result in screw and/or driver breakage. Examine the driver prior to screw engagement for gouges, scratches or dents. Be sure the tip is not bent so as not to impede the engagement of the screw. The presence of these defects increases the risk of screw and/or driver breakage. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This incident was originally reported to the FDA under registration number (B)(4) & report number 1017294-2020-00298. During processing of the record, it was determined the registration number used should be (B)(4). This report includes the original information submitted as well as additional information regarding investigation and evaluation of the incident. On behalf of the customer, conmed (B)(4) received a report and images from (B)(6) private hospital involving a genesys matrxy screw, originally reported as either 6 or 6.5mm. It was initially reported that the screw migrated from previous let procedure done in 2019 involving a (B)(6) male. It is noted that an xray also showed a piece of metal from guide wire in soft tissue. The screw and tip of guidewire were removed during an acl/let ((lateral extra-articular tenodesis) revision surgery on (B)(6) 2020. The surgeon was aware of the broken guide wire prior to the second procedure. All fragments of the migrated screw and guidewire were removed with no reported impact of injury to the patient at this time. Additional information and clarification received confirmed the migrated device involved to be a genesys matryx 6.5 x 25mm interference screw, item # 236525m5, lot # 1503041. There are no details available as to what type or manufacturer of the guidewire used. New information indicates the original let operation on (B)(6) 2019 was stage 1 of a 2 stage acl revision. The broken guidewire was not noticed at that time. In that procedure on (B)(6) 2019 the surgeon grafted the tunnels from the patient's previous surgery (date unknown) which was also a failed original/previous acl reconstruction. The surgeon completed an extra articular tenodesis, which is a technique use to "tighten up" a knee which has failed previous acl reconstruction. It is noted that between (B)(6) 2019 and (B)(6) 2020, the patient would still have been walking around without an acl. During that time period, at some point the let failed. The date the migration was discovered by x-ray is unknown. The surgeon revised the let in (B)(6) 2020 and completed the second stage of the acl as scheduled. It was noted that the body would take 6-12 months to remodel the initial graft done in (B)(6) 2019. During the let revision on (B)(6) 2020, the surgeon removed the migrated genesis screw and a piece of the guide wire left from (B)(6) 2019. This procedure in (B)(6) 2020 was successfully completed using mtf allograft au430345 and two super revo cf6140hnb. As they are unable to confirm the wire fragment left in the surgical site is a conmed guidewire device, it will be listed as a concomitant device on this report. Please note that although the date of the original surgery was (B)(6) 2019, the broken guidewire was not noticed at that time. No date of event is listed as it is unknown when the genesys matryx screw actually migrated. Revision surgery was (B)(6) 2020. This report is being raised on the basis of serious injury on the basis of the screw backing out and a revision required.